Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that foreign plastic was found in 2 unspecified bd¿ syringes before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was previously specified that there was plastic in the syringe." "It was not a separate syringe (however it is separate from the needle, those were found on 2 different days), the syringe that was used to draw up the mmr vaccine is the same needle that would have been used for administration."

Manufacturer narrative:
Correction: after additional review, it was found that the reported syringe is not a bd product. Therefore, the complaint will be cancelled.

Event description:
It was reported that foreign plastic was found in 2 unspecified bd¿ syringes before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was previously specified that there was plastic in the syringe." "It was not a separate syringe (however it is separate from the needle, those were found on 2 different days), the syringe that was used to draw up the mmr vaccine is the same needle that would have been used for administration."